Event description:
It was reported that a suturing instrument was used during a total laparoscopic hysterectomy while closing the vaginal cuff after uterus removal on (B)(6) 2025. Following an intercourse on (B)(6) 2025, the patient noted pink blood and severe cramping. The patient came to the hospital on (B)(6) 2025 and was diagnosed with vaginal cuff dehiscence. Repair of the vaginal cuff dehiscence was done on the same day with interrupted sutures. The 2cm defect was grasped with clamps and the cuff was opened completely.

Manufacturer narrative:
Additional information: a2, a4, b3, b5, b7, g3, h6 correction: b1, b2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 - concomitant product: vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a suturing instrument was used during a total laparoscopic hysterectomy while closing the vaginal cuff after uterus removal, and the patient later experienced post-operative vaginal cuff dehiscence and returned to the hospital. Repair of the vaginal cuff dehiscence was done to treat the issue.